Manufacturer narrative:
The samples were collected in lithium heparin tubes. Centrifugation information was not supplied by the customer. Customer technical support (cts) had the customer verify reagent pack placement after stating they were obtaining multiple ind flags. The customer confirmed that no pack was present in the designated slot for in-use pack even though the reagent inventory indicated 27 tests left on this pack. Service was not dispatched for this issue. Use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining ind (indeterminate) flags/no value results for troponin (accutni) on multiple patients' samples generated by the access 2 immunoassay system. The customer also reported obtaining results within the normal reference range on seven (7) additional patients' samples. All samples were sent for repeat testing at an alternate laboratory. One patient's sample recovered "positive" results for troponin. All others were "negative". It was discovered while troubleshooting with the bec access hotline, no reagent pack was present in the slot of the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.